Manufacturer narrative:
Date of report: 30april2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that unit's light emitting diode (led) indicator would turn off due to the unit's vibration. There was no patient involvement. Event date not specified.